Event description:
It was reported the cord is frayed. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the cable insulation is frayed but the rf (radio frequency) head is functionally ok. (B)(4).